Event description:
It was reported through an implant card that the vns pt had a revision surgery due to high lead impedance with her previous generator. Follow up with the hospital revealed that no product will be returned to the manufacturer due to legal issues. Good faith attempts with the neurologist have been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.